Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse was able to replicate the error and occurred as soon as the sample rack was pushed away from home position. The fse checked the flag for the sample rack position sensor and noticed that it was not aligned correctly, most likely due to a rack jam. The fse adjusted the rack position flag to specifications and resolved the issue. The fse verified the resolution by running a rack rotation and successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages states the following: [2250] sample loader rack x1-step feed failure cause: the pitch sensor did not activate during step feed (x1) operation. Solution: check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event was due to an alignment issue with the sample rack position sensor.

Event description:
A customer reported ¿2250 sample loader rack x1-step feed failure" error while running patient samples on the aia-2000 analyzer. The customer rebooted the analyzer and verified there was no obstruction seen around the beltline. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.